Event description:
It was reported that there was no communication or response between the pt's neurostimulator and the clinician programmer. It was felt that this was not normal (premature) battery depletion. The neurostimulator was replaced and no further problems with the pt were reported.

Manufacturer narrative:
(B)(4).